Manufacturer narrative:
(B)(4). Physio- control evaluated the device and verified the reported failure. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not shock a patient and repeatedly gave the ¿connect electrodes¿ message while it was connected to the patient via the therapy cable and electrodes. The patient outcome is unknown and there were no further details on the event and/or the patient provided. However, further follow up with the reporter found that the incident occurred in the emergency room where there are several other defibrillators readily available for use. There was no adverse event reported as the result of the device use.